Event description:
It was reported that the patient underwent lumbar surgery to treat lumbar diskogenic pain with accompanying fracture, diskogenic pain at l4-5. The patient underwent removal of hardware at l3-4 and placement of new screws bilaterally at l5, l4, and l3 with rods. A right l4-5 decompressive facetectomy and discectomy, tlif of l4-5, and placement of rhbmp-2/acs and resorbable ceramic granules in the disc space, and a peek cage at l4-5 were performed. There were no noted complications. Immediately post-op, the patient reported sudden bilateral lower extremity weakness. A lumbar CT myelogram demonstrated "mild spinal narrowing of thecal sac compression at level of l4l5, most likely due to postoperative changes. At least no significant asymmetric thecal sac compression to suggest an epidural hematoma is suspected at level of surgery with upper lumbar levels widely patent." A thoracic CT myelogram demonstrated "no significant spinal or foraminal stenosis ... In the thoracic spine or evidence of acute fracture or spondylolisthesis to explain bilateral lower extremity weakness. Diffuse bilateral nodular consolidation within peribronchovascular distribution in bilateral lung s. Given the subpleural involvement of the major fissures by this nodule, etiologies such as sarcoidosis, berylliosis, as well as lymphangitic carcinomatosis are to be considered. Atypical infections are less likely, though remain in differential diagnosis. Lymphocytic interstitial pneumonia also remains in differential diagnosis. Clinical correlation is recommended." Thirteen (13) days post-op, a lumbar spine xray indicated post-op changes, that the hardware was in place, and mild spondylosis. 90 days post-op, the patient presented with suspected l5 screw displacement. A CT of the lumbar spine was interpreted as follows: "vertebral bodies appear intact. Disc spacer is noted at l4l5. Pedicle screws and fixation rods are noted at l3l4l5. No malalignment is noted. Axial images demonstrate pedicle screws at l5. Prior laminectomy is noted. Screws appear intact and positioned in the pedicles. Disc spacer appears in satisfactory position." At 265 days post-op, the patient presented with low back pain. A CT scan of the lumbar spine was read to indicate "l4l5: the intervertebral disc spacer is directed slightly posterolaterally toward the right. Although the disc spacer is within the confines of the vertebral body, there is either postsurgical fibrosis or bulging disc posterolaterally, which has a calcific rim along its posterior border. This is associated with severe stenosis posterolaterally toward the right side ... No destructive lesions are evident. A 12mm simple renal cyst left kidney." Notes indicate that there was consideration of a bone growth stimulator, and that the patient would be re-evaluated in one year for possible pseudoarthrosis. 293 days post-op, the patient underwent a revision surgery to treat lumbar pseudoarthrosis. Per the operative notes, "a strip of ... Ceramic carrier was placed in the lateral gutters from l3 through the l5 transverse processes. This was done on both sides. Bmp soaked collagen sponge was also placed in the lateral gutter over this carrier. This bmp soaked sponge was filled in the inside with ... Bone matrix. This was all carefully packed along the posterolateral gutters and into the intervening facet joints." There were no noted complications. One day post-op, a CT scan of the lumbar spine demonstrated "postsurgical changes of l3, l4 and l5 with pedicle screws and fixation rods and disc spacers. Posterior lateral fusion is noted. There is extensive laminectomy. Small amount of air noted within the soft tissues presumably from recent surgery. No abnormal fluid collections or malalignment is noted."

Manufacturer narrative:
(B)(4). Review of radiographic imaging studies indicated: (B)(4) 2010 - acdf noted c5-6 with solid fusion on x-ray and CT. (B)(4) 2012 - lumbar myelo CT shows l3/4 tlif with sextant pedicle screws. Screws and spacer are in satisfactory position. Soft tissue windows show poor detail. Inadequate bridging bone is noted across l3/4 disc. On (B)(4) 2010 - tlif extended l3-l5. No spacer noted l4/5. On (B)(4) 2010 - revision for pseudoarthrosis noted to have loose hardware. Bone at l3/4, l4/5 appears more solid on CT scan.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: lumbar discogenic pain with accompanying fracture, discogenic pain at l4-5, and prior history of l3-4 minimally invasive transforaminal lumbar interbody fusion method for discogenic pain. Patient underwent following procedures: removal of hardware at l3-4 with subsequent replacement with longer rod with placement of new screws at l5 bilaterally with l3, l4 and l5 replacement of screws with intervening rods. Decompressive right l4-5 with facetectomy and diskectomy. Arthrodesis anteriorly using transforaminal lumbar interbody fusion method posteriorly at l4-5. Placement of peek cage with bmp2 at l4-5. Use of c-arm fluoroscopy for localization and placement of construct. Use of intraoperative microscope for microdissection. Intraoperative neurophysiological monitoring including bilateral lower extremity emg, as well as individual testing of each pedicle screws placed newly at ls using intraoperative stimulation. As per operative notes,¿ the patient had mastergraft with bmp placed, following which he had the cage using the spine wave system placed following which he had the screws placed over the wires as noted with gentle compression applied and set screws placed after a rod was placed through there.¿ non intra-operative complications were reported.